Event description:
In october 2007 the dentist informed kerr corporation that she could not remove a crown bridge which was placed with tempbond. The doctor had to cut the bridge in pieces in order to remove it.

Manufacturer narrative:
The doctor had to cut the bridge in pieces in order to remove it. No ultrasonic, modifier or other technology was used to remove the bridge. The doctor reported that the tempbond was laid on very thinly and was hardly visible upon removal. The exact cause of the inability to remove the bridge cannot be determined since the product was not returned for evaluation. The retention samples were tested for final set time and flow and results were found to be within specifications.